Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle follower and posterior needle tip were bent and there were needle strike marks observed at the posterior foot. This is indicative of the posterior needle striking the posterior foot instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment as designed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by the damaged anterior cuff tabs and needle barb. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the successful test of the needle trajectory and testing during manufacturing, the probable cause for the posterior needle striking the foot during needle deployment, resulting in the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or the inability to maintain a stable position of the device with respect to the tissue tract. The proglide instructions for use states: while maintaining the device position at 45-degree, deploy needles by pushing on the plunger assembly until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. In this case, the probable cause for the detected posterior cuff miss and subsequent anterior cuff-to-needle tip detachment was determined to be related to the operational context during use of the device and not a product quality deficiency. No manufacturing or quality issues were detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. The needle trajectory of each device is checked twice during manufacturing to assure that all products perform according to specifications. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician, trained in the use of the perclose proglide device, attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the device failed. The method used to achieve hemostasis was not specified. There was no adverse patient sequela reported. Though requested, no additional information was provided.